Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were intermittently responsive. The patient stated that the keypad was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿ and ¿down¿ buttons responded intermittently while the ¿ok¿ and contrast buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.